Manufacturer narrative:
The field service representative replaced the electrodes, sample probe, vacuum nozzle, dilution nozzle, vacuum tube, sipper nozzle, tubes from nozzle dilution, and solenoids from the sipper and the vacuum. He adjusted the sample probe, nozzle dilution, and gear pump. Based on the available data, it was not possible to determine the detailed root cause of the reported discrepancy. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. It was noted the customer experienced a problem in the water system. The field service representative decontaminated the module, but the issue was not resolved. The investigation is ongoing.

Event description:
There was an allegation of questionable na+ results for "several" patient samples on a cobas 8000 ise 1800 module. An example of discrepant results was provided for 1 patient sample. The initial result was 132.44 mmol/l. The sample was repeated due to the result not matching the clinical picture of the patient. The repeated result was 138.35 mmol/l. The repeated result was believed to be correct. The questionable result was not reported outside of the laboratory.